Event description:
It was reported that this implantable device exhibited high out-of-range shock impedance measurements on the right ventricular (rv) lead. Which led to the patient hearing beep tones from the device. Further evaluation was recommended. However, any action was taken to resolve the issue and no changes were made. At this time, the product remains in service and no adverse patient effects were reported.